Manufacturer narrative:
The patient was hospitalized due to elevated high blood pressure, as per patient the blood pressure was 102/100 mmhg. No further investigation was found necessary as this was a non-device-related incident.

Event description:
On 20 may 2025, senseonics was made aware of an incident where patient was hospitalized due to elevated high blood pressure, as per patient the blood pressure was 102/100 mmhg. This event was not related to the eversense system.